Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture", "axillary lymph nodes are associated with silicone content" and "cystic nodules are seen at the retro areolar". This record is for the right side. Device remains implanted.